Event description:
It was reported that (1) device was used during a wedge resection. It was reported by the affiliate that the ez45 had one firing, then broke at the front. There was no consequence to the pt. 08/02/2000 additional info: case was completed using another instrument.